Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 1-3mm inaccuracy. The inaccuracy occurred during navigation in a l4-5 decompression with fusion. The surgeon did not replace the screws and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier and weight were not available from the site. Software evaluation has not been completed at time of this report.

Manufacturer narrative:
Patient ID was received on 05/31/2013 and reported on follow up #1, but date information was received was inadvertently omitted from the report. (B)(4).